Event description:
It was reported that the attachment overheated during manufacturer service testing. It was also reported that the cut test was aborted due to the attachment wobbling. There was no patient involvement and no adverse consequences associated with this event.

Event description:
It was reported that the attachment overheated during manufacturer service testing. It was also reported that the cut test was aborted due to the attachment wobbling. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
The device was scrapped by the manufacturer.